Event description:
It was reported that the device delivered inappropriate antitachycardia pacing therapy for atrial fibrillation with rapid ventricular response. The patient was asymptomatic. Recommended programming changes were not made. Patient¿s condition was stable.